Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Representative reported a left side exchange with no complaint against the device. Healthcare professional added, "hole, non-specific". Device has been explanted and discarded.